Event description:
The pump was returned for investigation. Investigation revealed that the battery cap contact height and width was out of specification. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4):investigation revealed that the battery cap contact height and width was out of specification. This could result in power loss, as the contacts may not meet the battery compartment contacts properly. Unrelated to the battery cap issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.